Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) exhibited above normal power and that the patient experienced a wound infection at the driveline exit site. The patient experienced a resurgence of a multi resistant organism, and no oral antibiotic options were available. The patient was treated with a second six-week course of intravenous ertapenem, with management focused on suppression of the organism. The possibility of antibiotic resistance occurring was noted, and the patient was not deemed a pump exchange candidate. Of note: this pump is in scope of fca hvad pump failure to restart (fa944) subgroup 3 which includes a higher risk of pump delay to restart or failure to restart.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed intermittent increases in power consumption and estimated flows to parameters above normal operating range throughout the analyzed period; however, no high watt alarms were logged. As a result, the reported high-power event was confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible root causes of the high power event may be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Per the instructions for use, driveline infection is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated b2, b5 and additional codes block. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was hospitalized and has now been discharged.